Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4) , ubd: 12-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving saline at 2mg/ml at . 03003mg/day via an implantable pump. The indications for use were post lumbar laminectomy syndrome and spinal pain. On (B)(6) 2019 it was reported that the pump flipped, there was a catheter occlusion as the catheter was completely coiled up and broken off at the pump site. Per the reporter, this issue had been occurring since (B)(6) 2019. The catheter was revised the day of the report. They took the saline out of the reservoir and added a hydromorphone/bupivacaine mixture. No patient symptoms and no further complications were reported.